Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered two inappropriate shocks in different episodes due to noise and oversensing. The system was reprogrammed both times, eventually the system was reprogrammed into the alternate vector. This system remains in service. No further adverse patient effects were reported.